Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. A device history record shows that the product was assembled and inspected according to our specifications. Regarding this same issue a CAPA was generated in order to conduct a proper investigation and document all corrective action. R & d owns the CAPA. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. However material from the production line was functionally inspected and no issues were detected that can lead this customer complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges that the device is not nebulizing. Alleged malfunction reported as detected prior to patient use, during pre-testing. It was reported there was patient no injury or complication. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing was kinked. During a microscopic inspection flashing was also found in the orifice of the jet and residue was found on the jar. A functional inspection was performed to determine if the nebulizer was misting. The returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. A light mist was produced from the chamber of the nebulizer and the nebulizer bubbled. Based on the investigation performed, the reported complaint was confirmed. No issues were found during the DHR review of the reported lot number. Flashing was visible in the opening of the device; therefore, the probable cause of the issue is manufacturing related. A CAPA was opened to address this issue.

Event description:
Customer complaint alleges that the device is not nebulizing. Alleged malfunction reported as detected prior to patient use, during pre-testing. It was reported there was patient no injury or complication. Patient condition reported as "fine".